Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had a gas leak during pre-use testing, and occasional alarm loop leaks. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly. All functional tests were performed to factory specifications. The iabp was delivered to the customer for use.